Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the manufacture representative received notification that the patient had a pulmonary embolism on (B)(6) 2024, and the patient passed away on (B)(6) 2024.

Manufacturer narrative:
The device history record of the ipg was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. The implantation of an scs device involves some risks commonly associated with surgery, such as a post-operative pulmonary embolism. The scs system was not returned for evaluation or disposal. Based on the information received, the ipg was not found to have contributed to the post-operative issue encountered.